Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 166 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. He/she was unable to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.